Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol1, 19 charging cycles were recorded to the ICD's memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the ventricular as well as the far-field channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. There was no indication of a device malfunction.

Event description:
Ous MDR - after an implantation period of about 40 months, oversensing was reported via home monitoring. During the following check in the clinic, a possible insulation failure on the lead was observed. The ICD was returned for analysis.